Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of pulmonary edema (initially reported as chf), which warranted hospitalization and supplemental pd therapy for fluid removal. Per the pdrn, the patient¿s technique and pd catheter (not a fresenius product) function have been evaluated and ruled out as causal agents. The pdrn attributes causality to a non-specific malfunction of the liberty select cycler. Fluid overload (presenting as pulmonary edema) is a common and often preventable process. Factors such as an inappropriate pd prescription, dietary indiscretion, peritoneal membrane failure, and/or mechanical issues can all be contributing factors in the patient¿s development of pulmonary edema. While there is no objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. Limited information precluded an extensive and thorough investigation. Therefore, given the lack of treatment data, event causality, and no manufacturer evaluation of the suspect device; the liberty select cycler cannot be excluded from having a contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was currently in the hospital with congestive heart failure (chf). Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized for chf and/or pulmonary edema. While hospitalized, the patient reportedly utilized a baxter cycler, and was able to attain a ¿great deal of fluid removal.¿ the pdrn is confident the patient is performing ccpd therapy correctly, and stated the patient¿s pd catheter (not a fresenius product) has been evaluated (e.g. X-ray, ultrasound, peritoneal equilibrium testing) and found to be in good working order. The pdrn believes the liberty select cycler is not functioning appropriately. The patient¿s discharge summary (limited data) was received on 4/nov/2020, which revealed the patient was admitted with pulmonary edema (no mention of chf) and required fluid removal with ccpd therapy. The patient was discharged in stable condition on (B)(6) 2020 and returned home to resume utilizing the same liberty select cycler as before the events.